Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 202mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked reservoir tube and cracked battery tube threads.